Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level and ketone level were recorded as high; cause was not known. Customer delivered a bolus via the pump to address bg and then went to the emergency room. Customer was admitted to the hospital. Customer was treated with intravenous saline and insulin. Elevated bg and ketones resolved, and customer was discharged the same day with no permanent damage. Customer did not observe any issues with the cartridge, insulin or infusion set tubing/cannula. Technical support confirmed the pump was functioning as intended. Customer acknowledged information.